Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the set was leaking through the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address and phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set had air in the line. The set was used with a baxter set and pump and a non-baxter solution bag. This occurred during infusion of 1 g of meropenem diluted in normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.